Event description:
It was reported that after the 2013 surgery, the patient started developing adverse reactions to the components that she had implanted. The patient was having metal saturation/allergy that caused swelling, pain, redness, and loss of motion. Different metal allergy tests were performed and confirmed that the patient was allergic to nickel, aluminum, chromium, and zirconium. Because of it, revision surgery was performed to remove the devices. The patient mentions she has had 3 knee replacements, one performed in 2014 with competitor devices. Additional confirmation will be requested to the patient about all the interventions performed.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. A clinical analysis confirmed without the requested operative notes, radiological imaging, lab/pathology results, a thorough medical investigation could not be performed. Reportedly "3 knees" have been implanted secondary to nickel, aluminum, chromium and zirconium allergies with multiple symptoms arising. The patient impact beyond the reported symptoms secondary to the metal allergies and the revision procedures could not be determined. Should supporting clinical documentation be provided in the future, the medical investigation task may be re-evaluated. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive.

Manufacturer narrative:
The user facility / importer report number mw5090420 was added and date of event was corrected.